Manufacturer narrative:
The customer indicated that the device is not being returned for eval. The non-zoll electrodes used in the event are not compatible with this device. The customer has been informed that the electrodes are not compatible with the zoll AED plus defibrillator as the connector for the electrode has hardware differences which would not allow connection for the electrodes to the defibrillator.

Event description:
Complainant alleged that the fire dept attempted to attach a set of meditrace 1410z electrode pads to the device to analyze the heart rhythm of a pt (gender unknown) and the device was unable to recognize the electrode pads were detected. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.